Event description:
It was reported that the probe off symptom occurred during the set-up before clinical use. The sensor was not applied to finger, but spo2 indicated 100%. The unit was connected to a nihon kohden monitor. Healthcare workers tried to exchange to another handheld, drc-1, and red lnc-10. Also, they tried to reboot the handheld, but the symptom was not resolved. No patient involvement.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. No patient involvement.